Event description:
A caller reported that the pump housing was cracked because it had been dropped and hit the ground. There was no adverse impact on the customer's blood glucose level. The customer was unable to continue using the pump for insulin delivery, and there was no backup therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy. Tandem technical support arranged to send a replacement pump and confirmed the shipping address.